Manufacturer narrative:
The biomedical engineer troubleshot the issue with ge healthcare technical support. It was recommended to replace the compact flash card and the carrier board to resolve the reported issue. Patient information could not be obtained due to country privacy laws. Incident date not provided. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported an internal an error that results in a loss of mechanical ventilation. The unit was replaced and ventilation was able to continue. There was no report of patient injury.